Event description:
Alarms were going off on both pump modules. A communication error was flashing on both modules. Unable to channel off, but the brain of the pump was working fine. Pumps changed. No patient harm. Biomedical engineering assessment: both modules had "call stack data errors" in the alarm log. Both lvp modules were sent to cardinal health customer advocacy for analysis and repair.